Event description:
Device perclose was prepped by flush and wipe down. It was inserted but found that the footplates on the device were already open and could not be closed down to insert the device fully. Tried several times to get the footplates to close but wouldn't work so another device was used and worked fine. This did not affect the patient.